Event description:
The device was returned for service. During service the device had seven battery depletions below alarm threshold. The hosp representative stated they have no record of any pt incident involving the pump.